Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was difficult to open and close. A field service engineer found that the bearing cage was misaligned. A field service engineer installed slide bumpers on the front and back of the drawer slide to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer did not shut properly. The customer stated that there was no delay in dispensing medication since they were able to retrieve medication from another station. There were no adverse events or injuries reported based on this event.